Manufacturer narrative:
(B)(6). Concomitant products: unknown cup, cocr head lot# 249260, unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s hip was revised due to implant wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No product was returned; therefore the visual and dimensional evaluations could not be performed. Device history record (DHR) review found no discrepancies. A complaint history review determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.